Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had a blank display and also had vibration anomaly. The customer¿s blood glucose level was unknown. The customer stated that they had ran out of insulin and the pump was alarming and would not stop. The troubleshooting was performed and was advised to insert the new battery. Customer stated that the display did not return. It was reported that they changed battery several times and there was nothing on the screen, but the alarm beeps and also stated that when she removes the battery the numbers on the screen and then it turns off. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. No blank display, flashing and audio/beep noted. Unit was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected off no power, low battery, weak battery, battery out limit and failed battery test alarms noted during testing.